Event description:
It was reported that during an atrial fibrillation redo ablation, the left atrium (la) had been mapped while right atrial (ra) sinus mapping with an octaray mapping catheter, the patient experienced blood pressure decrease and cardiac tamponade. Pericardial drainage was performed, and the procedure was terminated. The transseptal puncture was performed with rf (radiofrequency) needle. No ablation had been performed. The patient did not require extended hospitalization.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31683233l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-oct-2025, bwi received additional information regarding the event. The patient did not require extended hospitalization or cardiac surgery. No error messages observed on biosense webster equipment during the procedure. No ablation was performed. The physician¿s opinion on the cause of this adverse event was probably procedure related. The outcome of the adverse event fully recovered (no residual effects). The patient has been discharged from the hospital. No relevant tests/laboratory data or other relevant history/preexisting condition. One transseptal puncture the force visualization features used were cf (contact force) and vector, but ablation was not performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).